Manufacturer narrative:
E1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on four (4) units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on four (4) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received three photos from the customer for investigation, which show blood leakage in the holder and blood on the end of the sleeve. A total of 10 retained samples were subjected to functional tests using 10 samples per needle, and all samples passed, as there was no evidence of side-pierced sleeves, poor sleeve recovery, or sleeve leakage. Furthermore, 10 retained samples were inspected for complete lubricant coverage of the np cannula, and all samples passed inspection for complete np lubricant coverage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.